Event description:
Late 70¿s male with extensive cardiac history including coronary bypass graft x 2 in early 1993 and myocardial infarction's- last being in late 2022 with stenting. He was admitted with increased chest pain and unstable angina. Heart cath and pci performed on the left circumflex due to "severe in-stent restenosis". Angioplasty performed and lead to a large distal vessel perforation. 5 coils were used, 2 of them had expired in late (B)(6) 2023, and the perforation resolved but he developed severe ischemia and went into ventricular fibrillation then cardiac arrest and did pass away. Both of the expired coils had the same lot number.